Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse called in to report hospitalization of customer for nausea and vomiting due to high blood glucose levels. Customer was treated with an insulin drip and blood glucose level was 543 mg/dl at time of hospitalization. During troubleshooting, it was found that the insulin pump was functioning properly. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing futher reported.